Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 192 mg/dl (aviva (B)(4)) and 92 mg/dl (aviva (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for aviva meter (B)(4). Reference medwatch with (B)(6) for aviva meter (B)(4).

Event description:
It was reported by the customer that on (B)(6) 2010, the laser beam went straight out of the fiber at 40,000 joules. Also, it was reported that it was assumed that the fiber tip came off. The device was not returned for eval.